Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore, it is not possible to confirm the reported defect "embolism and thrombosis". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2009, patient underwent placement of an angiodynamics xcela product, reference h965451270, serial no. (B)(6). The device was implanted at (B)(6) for medication placement. On or about (B)(6) 2011, patient presented to (B)(6) with pain and was initially diagnosed with a thrombus. Patient's physician determined the source of the acute embolism and thrombosis was the xcela port that required medication, continual evaluation and eventual removal. On or about (B)(6), 2012, patient's port was removed by dr. (B)(6).